Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. At the consumer's request, the surgeon was not contacted.

Event description:
A consumer reports seeing glare and spikes at night one week following intraocular lens (iol) implant surgery. At the consumer's request, the surgeon was not contacted.